Event description:
This lead was explanted and replaced due to crush. The patient presented with a heart rate of 16bpm. The hospital retained the device. Should additional information be received, this file will be updated.